Manufacturer narrative:
(B)(4).

Event description:
The pt never had therapeutic effect from neurostimulation. Despite reprogramming she felt more pain from stimulation than pain coverage. The pt lifted something heavy. Afterward she had stabbing pain between her shoulder blades, possibly related to neurostimulation. The pt believed the lead or implantable neurostimulator moved. The pt felt no stimulation. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.